Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple presses to activate the pump screen. There was no adverse impact to the customer¿s blood glucose level. Customer service instructed the caller on proper techniques to press the button and assisted with removing the pump from its case, which helped but did not resolve the issue satisfactorily. It was decided to replace the pump. The caller confirmed they knew how to store the pump properly for return and agreed to use a prepaid label to return it within 10 days.